Event description:
Purchased and stocked gloves for (B)(6) and (B)(6) to be in compliance with the make ppe in america act were reported as not functioning properly, ripping easily with application, normal wear, removal., etc. Staff reported that many gloves are ripping as they are pulling them out of the box and need to be discarded. Sayre clinic report lot numbers ao01667 and ao01532 size medium. Patient code: 4582. Device code: 1506, 4008. Ref report: mw5182534.